Manufacturer narrative:
E1: (B)(6).

Event description:
It was reporter that the coil stuck occurred resulting in vessel trauma. A 3mm x 6cm interlock was selected for use. During the procedure, it was noted that the coil was stuck inside the vessel and lodged within the non-boston scientific microcatheter. After rotation in multiple directions, it eventually dislodged, though it nearly caused arterial tearing during the process.